Manufacturer narrative:
(B)(4). Concomitant products: guide wire: sion; guide cath: launcher sal1. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the complaint handling database revealed no other incidents for balloon rupture reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that using a radial artery access approach during a procedure of the concentric, heavily calcified, mildly tortuous, 100% stenosed, de novo, distal left anterior descending (lad) artery the 2.0 x 12 mm mini trek balloon dilatation catheter (bdc) was used for pre-dilatation when during the first inflation attempt at 6 atmosphere (atm) the balloon ruptured. There was no reported adverse patient effect. A second 2.0 x 15 mm trek bdc was used at 14 atm in the procedure without issue. A 2.5 x 20 mm non-abbott stent was deployed and the procedure was completed. There was no reported clinically significant delay in the procedure. No additional information was provided.